Event description:
It was reported that a user experienced dexcom g7 ¿sensor reconnecting¿ alerts with signal loss to the ilet, and requested assistance to reconnect the sensor to the ilet. Symptoms included no reported adverse clinical effects and no impact to blood glucose values. Outcomes included no injury and no medical intervention or hospitalization. Investigation included remote troubleshooting and education, including toggling between dexcom g6 and g7 settings, repairing the ilet connection, and advising a pairing window of up to 30 minutes. Investigation of this case revealed a connectivity issue between the cgm and the ilet, consistent with intermittent communication loss without sensor or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was probable user-device connectivity disruption resolved through standard reconnection steps.